Event description:
It was reported that the ilet pump leaked insulin from the cartridge area, with insulin observed inside the pump chamber after a supply change, and the user experienced high blood glucose up to 400 mg/dl; replacement supplies were provided and troubleshooting and education were completed. Investigation of this case revealed an insulin leak at or around the cartridge component leading to under delivery and resultant hyperglycemia, consistent with a cartridge or connection integrity issue. Symptoms included dry mouth and nausea associated with hyperglycemia. Outcomes included elevated blood glucose requiring user intervention without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user- and/or product-related handling or connection inconsistency leading to leakage and reduced insulin delivery.